Event description:
It was reported to medtronic minimed that the customer expressed concerns about a potential issue during the tube refill process after independently replacing the infusion set for the first time post-hospital discharge. The customer was unsure if the tube refill was completed correctly and worried that 30.166 u of insulin might have been delivered into the body while the tube was still attached. The event involved product(s) mmt-1886. It was confirmed that sg88 had not shown any downward trends, and the patient was advised to monitor blood glucose levels. The physician will address any low blood glucose events, and the patient was instructed to consult the emergency room if necessary. No harm requiring medical intervention was reported. The customer will continue using the insulin pump, and no replacement or return is needed.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump primed and seated properly when the test reservoir was detected. No prime/fill anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged prime/fill anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.